Manufacturer narrative:
The insulin pump received with no response from two buttons, due to corroded keypad traces. No button error alarm was noted during testing. Moisture damage was found on electronic and motor assembly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked broken battery tube threads and broken pump belt clip slot.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a button error, after one of the buttons may have gotten stuck down. Customer's blood glucose was 352 mg/dl. It was stated the insulin pump may have gotten wet. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.